Event description:
Reportable based on the product analysis completed on (B)(4) 2013. It was reported that during a ureteral intervention procedure, insertion difficulties occurred. During insertion of a 10/22 percuflex nephroureteral stent the device buckled and was difficult to insert. The procedure was completed with a different device. No complications were reported and the patient's status is ok. However, the product analysis on the returned device revealed that the suture was broken.

Manufacturer narrative:
(B)(4). Visual inspection revealed three different kinks at the middle coil section, additionally the metal cannula was severely bent. The suture was broken and the key was not present. During functional testing a mandrel was inserted through the stent and it passed freely without any resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).